Event description:
Procedure: implant. According to the reporter: sometime in 2009, the pt received treatment and it was noticed a leak had occurred at the port. That month, the port was removed and new one was implanted.